Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: follow up type - additional/ device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter stopped working occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of the transmitter stopped working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.